Manufacturer narrative:
Product event summary: analysis confirmed the reported event; system test failure error. A spacer was found broken/fractured which may have caused the error. Analysis also found there was a deviation between the stylus and the cursor on the screen. A stylus calibration didn't solve the problem; touchscreen (overlay) found out of calibration. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer gave a system test failure error when it was turned on. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.